Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc blood control feature did not work. The following information was provided by the initial reporter: some does not auto-occlude. Issue with auto occlude meaning the blood control feature did not work. Risk for blood exposure.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle did not retract and subsequent leakage could not be confirmed from the ten 18g insyte autoguard devices from lot 4347515 that were provided for investigation. Nine units were received in sealed packaging and one needle was received fully retracted. A functional test showed that the needle would fully retract, and no leaks were detected in the IV catheter. Although the returned samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.